Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was having intense tremors non stop. They thinking that something was wrong with the battery, which was just replaced a year ago. No further complications were reported as a result of this event.